Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was prompting a ¿test strip failure¿ message when attempting to test his blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient did not report what medications he takes to manage his diabetes or if he made any changes to his usual diabetes management routine on the day of the alleged issue. The patient reported at an unknown time he developed symptoms of feeling ¿shaky and dizzy.¿ it is unclear if the patient associates the symptoms with high or low blood glucose. The patient denied receiving any treatment in response to his symptoms. At the time of troubleshooting, the cca was able to determine this was not the first time the meter had been used and there was no misuse of the subject meter. The alleged issue was not resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.